Event description:
Pump declared alarm 20 during the pumping process. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Customer received assistance from cts in loading a new cartridge using proper technique and successfully resumed insulin therapy.